Event description:
This pt experienced a late thrombosis approximately four months after having four cypher stent implanted in the proximal to distal right coronary artery (rca). This was successfully treated with re-ptca. This pt was admittted to the hospital with a chief complaint of angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a concentric, c-type total occlussion of the proximal to distal rca, including a segment of instent restenosis of a previously placed bare metal stent (brand unknwn). The total lesion length was more than 60mm. A bolus of 9,000 units of heparin was administered via IV, no act's were measured during the case. There were no difficulties in accessing or wiring the vessel noted.